Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes and hyperglycemia on (B)(6) 2017 with blood glucose over 550 mg/dl. The current blood glucose is 365 mg/dl. The customer treated their high blood glucose with manual injection and through the insulin pump. The customer was wearing insulin pump during hospitalization. Document the outcome of the hospitalization was intravenous, insulin and medication and tests. Based on the customer's report customer alleged insulin pump was under delivering. The customer reported that the drive support cap was normal. The insulin pump will be returned for analysis.